Event description:
International affiliate reported that drain broke while the attending was attempting to remove the device two days post op. The retained device was removed from the pt six days later.